Event description:
According to the reporter, during device use, the generator indicator colored red when actuated after approximately 40 mins of use. Jaw was cleaned to rule out any interference, error persisted, red indicator and error tone. In time, the part active jaw detached at the second moment of cleaning, still trying to identify the problem. At this time, the dissector was no longer used and replaced with another of the same reference. There was no patient injury. Medtronic's initial evaluation of the incident device found that visual inspection of the disposable device revealed that the dissector had a fractured waveguide. The tip was returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a fractured waveguide. The tip was returned. The visual inspection found that the springs had disengaged from the device, indicating that the mandrel cap had failed. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation personnel concluded that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. It was reported that there was no activation during procedure and the waveguide broke when cleaning/post procedure. The reported issues were confirmed. The evaluation detected an unreported condition: of a failed mandrel cap. The most likely cause was determined to be manufacturing related. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.